Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient experienced symptoms of cloudy urine beginning on (B)(6)2026 but did not report this to the peritoneal dialysis registered nurse (pdrn) until 06/jan/2026. The patient subsequently passed away on (B)(6)2026. Additional information was obtained through follow-up with the patient¿s pdrn. The patient began to experience symptoms of severe abdominal pain, nausea, vomiting, and cloudy pd effluent on (B)(6)2026. The patient did not notify the pdrn until (B)(6)2026. The patient was seen in the pd clinic on that date where pd cultures were obtained. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture resulted in negative growth after 5 days. The white blood cell count was 8,907. The cause of the peritonitis is unknown. The patient did not report any cassette leak or other issues with treatment. The day after the patient¿s peritonitis diagnosis ((B)(6)2026), the patient was at home and went into cardiac arrest. The patient was not in active treatment at the time of the event. Emergency medical services (ems) arrived and transported the patient to the hospital, however; the patient could not be resuscitated. The patient was pronounced deceased at the hospital. The cause of death is unknown, however; the pdrn reported the death is not related to pd therapy or the use of any fresenius products, drugs, or device malfunctions or deficiencies. There is no documentation to show any relationship between the peritonitis and the patient¿s cardiac arrest and death.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient experienced symptoms of cloudy urine beginning on (B)(6) 2026 but did not report this to the peritoneal dialysis registered nurse (pdrn) until (B)(6) 2026. The patient subsequently passed away on (B)(6) 2026. Additional information was obtained through follow-up with the patient¿s pdrn. The patient began to experience symptoms of severe abdominal pain, nausea, vomiting, and cloudy pd effluent on (B)(6) 2026. The patient did not notify the pdrn until (B)(6) 2026. The patient was seen in the pd clinic on that date where pd cultures were obtained. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture resulted in negative growth after 5 days. The white blood cell count was 8,907. The cause of the peritonitis is unknown. The patient did not report any cassette leak or other issues with treatment. The day after the patient¿s peritonitis diagnosis (on (B)(6) 2026), the patient was at home and went into cardiac arrest. The patient was not in active treatment at the time of the event. Emergency medical services (ems) arrived and transported the patient to the hospital, however; the patient could not be resuscitated. The patient was pronounced deceased at the hospital. The cause of death is unknown, however; the pdrn reported the death is not related to pd therapy or the use of any fresenius products, drugs, or device malfunctions or deficiencies. There is no documentation to show any relationship between the peritonitis and the patient¿s cardiac arrest and death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient experienced symptoms of cloudy urine beginning on 03/jan/2026 but did not report this to the peritoneal dialysis registered nurse (pdrn) until (B)(6) 2026. The patient subsequently passed away on (B)(6) 2026. Additional information was obtained through follow-up with the patient¿s pdrn. The patient began to experience symptoms of severe abdominal pain, nausea, vomiting, and cloudy pd effluent on 03/jan/2026. The patient did not notify the pdrn until (B)(6) 2026. The patient was seen in the pd clinic on that date where pd cultures were obtained. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture resulted in negative growth after 5 days. The white blood cell count was 8,907. The cause of the peritonitis is unknown. The patient did not report any cassette leak or other issues with treatment. The day after the patient¿s peritonitis diagnosis ((B)(6) 2026), the patient was at home and went into cardiac arrest. The patient was not in active treatment at the time of the event. Emergency medical services (ems) arrived and transported the patient to the hospital, however; the patient could not be resuscitated. The patient was pronounced deceased at the hospital. The cause of death is unknown, however; the pdrn reported the death is not related to pd therapy or the use of any fresenius products, drugs, or device malfunctions or deficiencies. There is no documentation to show any relationship between the peritonitis and the patient¿s cardiac arrest and death.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis, and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms. Although the cause of the peritonitis event was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Additionally, the report of the patient¿s cardiac arrest and death was documented as not being related to the patient¿s dialysis therapy or the use of any fresenius products, drugs, or device malfunctions or deficiencies. Dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and the single, largest, specific cause of death being attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). The patient was not in active treatment at the time of the event. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: broken stay safe. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.